Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. Prior to a procedure, the site indicated they lost the saved positions and the imaging system application shutdown. The system went back to the start screen, where you select patients. The system worked after the issue, however the transfer time of the image acquisition to the navigation system took longer than normal. The reported issue resulted in a procedure delay of less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Concomitant medical products: product ID: b I-500-01145, serial/lot #: 4.2.0. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2022-may-17 00738141 (rep, hcp, for): medtronic received information regarding an imaging system being used during a spinal procedure. Prior to a procedure, the site indicated they lost the saved positions and the imaging system application shutdown. The system went back to the start screen, where you select patients. The system worked after the issue, however the transfer time of the image acquisition to the navigation system took longer than normal. The reported issue resulted in a procedure delay of less than one hour. There was no impact on patient outcome. 2022-05-20 e1 (rep, for): no new information. 2022-june-01 e2 rep: no new information 2022-jun-08 interface update (for, rep): additional information received from a manufacturer representative indicated the reported issue occurred on 12-may-2022. After the reported issue occurred, the system worked, but the transfer time from the imaging system to the navigation system took longer than normal.

Manufacturer narrative:
B3: updated to 12-may-2022. H3: a medtronic representative went to the site to test the equipment. The reported issue could not be confirmed or replicated, no components were replaced. The system then passed the system checkout and was found to be fully functional. System log analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.